Event description:
It was reported that during use cs300 intra aortic balloon pump (iabp), ECG cable was not giving signal. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed the issue and the ECG cable was replaced. All functional and safety checks have been performed to meet factory specifications. The device was return to customer for clinical use.

Event description:
N/a.